Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Analysis of the in vivo glucose data showed that the rate of change in the glucose values frequently exceeded 5mg/dl/min, indicating optical noise. This noise is the most probable cause of the sensor failure. The in-house sensor performance testing also confirmed the nosie issue.the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On jul. 21, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.